Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (ablation procedure in (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, migraine, fatigue, abdominal distension, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered menorrhagia, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, migraine, fatigue, abdominal distension, abnormal weight gain and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy menstrual bleeding (menorrhagia), amongst non-serious events. Plaintiff sought treatment with her physicians but was unable to resolve her symptoms. She underwent an ablation procedure in an attempt to control her heavy menstrual bleeding. Menorrhagia is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and fibroids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (ablation in (B)(6) 2015, total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, migraine, fatigue, abdominal distension, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2014. Ablation procedure date captured in stop date of drug tab: (B)(6) 2015, replaced with product removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter and patient medical history added. Essure removal date added and insertion date updated. Imrdf/FDA codes updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and fibroids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (ablation on (B)(6) 2015, total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, migraine, fatigue, abdominal distension, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: product insertion date updated from on (B)(6) 2014. Ablation procedure date captured in stop date of drug tab: on (B)(6) 2015, replaced with product removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (ablation procedure in (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, migraine, fatigue, abdominal distension, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy menstrual bleeding (menorrhagia), amongst non-serious events. Plaintiff sought treatment with her physicians but was unable to resolve her symptoms. She underwent an ablation procedure in an attempt to control her heavy menstrual bleeding. Menorrhagia is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.